Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that his onetouch ultra2 meter read inaccurately high compared to another device. This complaint was classified based on the customer service representative (csr) documentation. The patient reported that approximately 1 month prior to contacting lfs he tested with the subject meter and obtained a reading of "5 mmol/l (90 mg/dl)." The patient informed the csr that he did not feel that he needed to eat or drink anything based on the meter result. However, on his way to a doctor's office visit, the patient claimed he began to feel shaky; a symptom he associates with a low blood glucose. The patient reported when he arrived at the clinic his blood glucose was tested with their device and registered "3 mmol/l (54 mg/dl)." The patient stated that the test on the clinic's meter was performed within 15 minutes of when he tested his blood glucose with the subject meter at home. In response to the symptoms and low reading, the patient stated he went to mcdonald's and had something to eat. At the time of troubleshooting, the patient informed the csr that he no longer had any of the test strips that he obtained the alleged inaccurate high reading with. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient reportedly developed signs/symptoms suggestive of severe hypoglycemia after obtaining an alleged inaccurate high reading with the subject meter.

Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2013, with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.